Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the innova was returned for analysis. The device was received with the stent partially deployed on the delivery system. No issues were found with the stent. A visual examination found no issues with the tip of the device. A visual and tactile examination found the sheath of the device to be kinked at approximately 1mm distal of the nose cone. A visual examination found no issues or damage to the handle of the device. The safety lock was on the handle during analysis. The investigator opened handle of device. No evidence of inner prolapse was found. No other issues were identified with the device.

Event description:
It was reported that stent premature deployment occurred. A 5 x 80 x 130 innova self-expanding stent was used for lower limb arterial stent implantation. After the stent was flushed and was ready to be sent into the sheath, it was found that the head of the stent had been exposed without deployment. The safety lock was not removed from the handle when the issue occurred. The procedure was completed using another of the same device. There were no patient complications as a result of this event, and the patient following condition is stable.

Event description:
It was reported that stent premature deployment occurred. A 5 x 80 x 130 innova self-expanding stent was used for lower limb arterial stent implantation. After the stent was flushed and was ready to be sent into the sheath, it was found that the head of the stent had been exposed without deployment. The safety lock was not removed from the handle when the issue occurred. The procedure was completed using another of the same device. There were no patient complications as a result of this event, and the patient following condition is stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).